Event description:
Boston scientific received information that this demo device went to safety core. This was a demo device and there was no patient involved.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was confirmed to be in safety mode. Review of device memory revealed the device had been programmed to monitor+therapy on (B)(6) 2011 at 10:03am. A shorted lead fault was stored 13 minutes later, during a vt episode where a shock lead impedance measurement of less than 20 ohms was produced. The device then experienced three system resets, which caused it to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. This device monitors its circuitry for different types of faults, or signals, including transient noise. Whenever a fault is generated, the device creates a fault log entry; and depending on the fault type, additional actions may be performed. If the occurrence of a fault is not isolated, if normal operation cannot be guaranteed following the reset, or if three resets occur within approximately 48 hours, the device will enter safety mode.